Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current measurement and self test. Pump error 63 (variable 3) was present in the format history file due to moisture damage on keypad traces. No unexpected power error detected messages noted during testing. No unexpected pump error alarms noted during testing or in the format history file. Unexpected replace battery alert, replace battery now alarm, power loss alarm while monitoring, unexpected low battery alarms in the format history file and the power management graph indicated connector resistance issue (j6). Unit received with high sleep current measurement due to connector resistance issue (j6). Connector for j6 on pcba 1 was properly connected during visual inspection. The j6 connector was disconnected and reconnected then monitored for 2 days with the pump functioning properly during testing. The pump was received with cracked case on battery tube area. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of low battery alert, damage and pump error on the insulin pump. The customer's blood glucose level was unknown at the time of the incident. The customer ran self-test and the pump alarmed pump error. The customer stated that the pump error did not occur during the rewind/load reservoir/fill tubing process. The product was returned for analysis.

Manufacturer narrative:
The "date of this report" and the "date received by MFR" provided in the initial report were incorrect. The correct dates have been provided in this report.